Manufacturer narrative:
The customer was asked to provide additional information about the event and to send the AED to cardiac science for investigation.

Event description:
The va medical center received the AED from the user who claimed the device didn't perform correctly during a rescue. The patient survived.

Manufacturer narrative:
After multiple requests the customer has neither provided additional information about the event nor sent the device to cardiac science for evaluation. At the present time there is no evidence to support the allegation that the AED didn't function correctly during the rescue.

Event description:
The va medical center received the AED from the user who claimed the device didn't perform correctly during a rescue. The patient survived.